Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a capsule failed to attach to the patient's esophagus and was found in patient¿s mouth. There was no harm caused to the patient and no intervention was required. Prior to the procedure, an endoscopy was performed and the esophagus appeared to be normal. The vacuum pressures were set at 550mmhg pre-procedure and during procedure.

Manufacturer narrative:
Evaluation summary: it was reported that one bravo ph capsule failed to attach from the delivery device onto the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.